Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was in the 500 mg/dl range, and despite taking 15 to 20 units of insulin his blood glucose went from 550 mg/dl to over 600 mg/dl within the next 45 minutes. A wet spot was found on the customer; the customer believes that was the insulin that did not get delivered. His infusion set was not connected properly. The customer was taken to the hospital due to the high blood glucose and he was vomiting as well. He is also in stage 4 kidney failure. The customer's doctor also cited uncontrolled diabetes, hyperglycemia, diabetic ketoacidosis, and dehydration as the causes of the hospitalization. The customer did not believe anything was wrong with the pump since his high blood glucose was caused by the disconnected infusion set. No products were shipped or returned.